Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using a pac400 coil, a penumbra coil 400 detachment handle (handle), and a px slim delivery microcatheter (px slim). During the procedure, the physician successfully placed one pac400 into the target location using the handle. While advancing a second pac400 coil to the target location, the second pac400 unintentionally detached. The physician then used a snare device to remove the detached pac400. The procedure was completed using a third pac400, the same handle, and the same px slim. There was no report of an adverse effect to the patient.